Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the operating room experienced temperature foley catheter has been malfunctioning at least 2 times in the last week. The temperature sensors either were not working or not properly reading the patient bladder temperature. A kink was noticed on the temperature probe from packaging for the two catheters that malfunctioned.

Event description:
It was reported that the operating room experienced temperature foley catheter has been malfunctioning at least 2 times in the last week. The temperature sensors either were not working or not properly reading the patient bladder temperature. A kink was noticed on the temperature probe from packaging for the two catheters that malfunctioned.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation. A potential root cause for the failure could be "inadequate strain relief". The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.